Event description:
After having been told by a dermatologist that rptr was a good candiate, rptr began laser hair treatment on their face using epitouch alexandrite laser, however, this resulted in a significant increase in hair growth. At no time was there a decrease in hair growth.